Event description:
It was reported that during a laparoscopic thoracic procedure that after firing on a pulmonary artery that the staple line was bleeding significantly resulting in the surgeon converting to open to take control of the situation. Unknown as to how the surgeon was able to stop the bleeding. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the exact procedure, and what were the indications for surgery? What was the vessel that was being fired upon? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were there any issues with staple formation throughout the procedure? What is the current patient status? Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Did the patient receive any pre-op chemo or radiation? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2022. Additional information was requested and the following was received: the surgeon that I worked with on this after calling in went on vacation for 2 weeks and then unfortunately and unexpected passed away prior to his return: what was the exact procedure, and what were the indications for surgery? ¿ vats lobectomy. What was the vessel that was being fired upon? ¿ pulmonary artery. How was the post-op bleeding identified? ¿ bleeding was intraoperative. How many days postoperative was the bleeding identified? ¿ bleeding was not post operative but intraoperative. What was the total estimated blood loss (ml)? - unknown. Was a transfusion required? - unknown. What was the pre and postoperative anti-coagulant and pain management protocol? - unknown. Was the bleeding intraluminal or extraluminal? ¿ bleeding occurred were vessel was stapled and transected. Were there any issues with staple formation throughout the procedure? ¿ none that were mentioned other then this firing. What is the current patient status? ¿ patient was ok according to surgeon. Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? ¿ unknown, I will say that surgeon was extremely proficient with our devices and well versed on proper technique. Did the patient receive any pre-op chemo or radiation? - unknown. Note body (local language).